Event description:
It was reported that during central processing, the 8mm force bipolar instrument had broken tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken molded insulator. A piece approximately 0.129" x 0.366" in size was missing a not returned with the instrument.